Event description:
During an l2 to pelvis posterior lumbar fusion, the surgeon inserted the screw and the tip of the holding sleeve cracked. A different holding sleeve was used to complete the procedure without any harm to the patient. Holding sleeve is part of an eval set.

Manufacturer narrative:
Placeholder.